Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tip of the device was broken. No pieces fell into the patient and no pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r9221w. Investigation summary: the device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No alert screen was displayed at any time during the test of the device. The device was disassembled to inspect the internal components and no anomalies were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.